Event description:
It was reported that a malfunction alarm occurred, specifically malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received information on how to reset the pump from technical support but was unable to perform the reset at that time and planned to call back for further assistance.